Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The ethernet cable was found to be loose. The representative securely attached the ethernet cable and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that after moving the imaging device to the operating room (or), the pendant on the imaging device was showing that the connection was lost and that it was waiting for the mobile view station (mvs) to initiate the communication. The umbilical cord was connected, and the system was rebooted, but did not resolve. The site then used another imaging device at the hospital to continue with the case and had no issues. The surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: the mobile view station (mvs) interface cable was received by the manufacturer for analysis, and through testing the reported issue was confirmed. The interface cable passed the bench test, continuity test, gbit test, and 100t test. After installing the interface cable in a known working system, the system's communication, generator and motion were ready. Charging was successful, and 2d and 3d images were acquired successfully. While under further testing, however, the interface cable intermittently lost connection and charging in 4 days in the system. It was determined there was an electrical failure with the returned mvs interface cable. If information is provided in the future, a supplemental report will be issued.